Manufacturer narrative:
The complaint device was not returned, therefore unavailable for a physical evaluation. Hence, this complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. Furthermore, a non-conformance search was conducted and no non-conformance were identified for this part number (242018), serial number (B)(4) combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the hd ep scope 4.0, 30, 167 needs service. The scope has been damaged therefore the picture quality is poor. This is report 1 of 1 for (B)(4).